Event description:
Medwatch issued by the hospital, was received by dale medical products on 1/29/09. It described the event as: "the pt was intubated and the et tube was secured with the dale stabilock device. Et tube holder removed 5 days later to reposition tube. Decubitis was noted on the pt's upper lip at this time."

Manufacturer narrative:
Biomed dir advises that the ICU nurse did not follow hosp protocol for repositioning the et tube at least every 2 days. Since then, personnel have been re-trained. The dale labeling instructs the user: caution: to prevent skin ulcerations or skin tears, assess pt skin and medical condition prior to applying. Monitor daily or more frequently. Removal: adhesive should be removed with care to avoid skin trauma. Dale recommends respositioning the endotracheal tube often to help prevent injury to the lips and underlying tissues due to unrelieved pressure. Dale strongly recommends supporting the ventilator tubing to reduce pressure on the pt's face. Change adhesive base after 3 days or sooner if necessary. For an in-service application video, visit www.dalemed.com. Reference: ICU pts whose condition is stable should be reassessed daily; those whose condition is unstable should be reassessed every shift.